Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had disturbed calibration. It was indicated that the stylus was worn out. The stylus was replaced, and the programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had disturbed calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.